Event description:
Per the clinic, the patient experienced intermittencies with device use. Reporgramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2015 and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
This report is filed 26 aug 2015.

Manufacturer narrative:
(B)(4).